Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that the implantable cardioverter defibrillator was oversensing post-paced t-waves. Programming changes were made to address the oversensing. The patient was asymptomatic.